Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: the customer reports that the balloon broke upon insufflation. Another device was used. The surgical incision was not extended. There was no injury to the patient. No extra surgical time was incurred beyond 30 minutes. Nothing fell in the surgical site. No additional medical intervention was required. No tissue damage and no blood loss. No patient injury was reported.

Manufacturer narrative:
(B)(4).